Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a dbs implant procedure the patient was combative and trying to pull himself out of the frame and off the bed. Surgeon implanted the lead and neurologist began intra op testing however patient was completely unresponsive to all verbal and stimulating attempts. Further follow-up indicates imaging was clear, patient experienced psychosis unrelated to implant patient is fully recovered and reportedly doing well. Issue resolved.